Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after an uneventful da vinci-assisted ventral hernia ¿ complex transversus abdominus release (tar) repair, the patient was kept overnight for observation and laboratory results. The surgeon informed the intuitive surgical clinical sales representative (csr) that the patient was doing well post-operatively; however, expired over night due to unknown causes. The surgeon reported that the cause of death was likely a heart attack or a pulmonary embolism. The surgeon specified that the patient outcome was not caused by the da vinci-assisted procedure and there were no da vinci issues during the procedure. Multiple attempts to obtain additional information were requested; no response was received.

Manufacturer narrative:
The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, maryland bipolar forceps, fenestrated bipolar forceps, mega suturecut needle driver. A site history review found no complaints have been received for the instruments used during or subsequent to this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died unexpectedly after an uneventful hernia repair. No allegation against any intuitive surgical product has been made and the case had no issues. The surgeon stated the patient may have died of a myocardial infarction or pulmonary embolism but no specific information alluding to these causes is provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event. Section b2 date of death is estimated - surgeon reported the patient expired during the night, time not provided.